Event description:
During a kit inspection, the tip of the driver was noted as bent. However, upon physical and technical inspection at zimmer warsaw, it was noted that device was fractured.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. A technical evaluation confirmed that all measurements taken were within specification. The supplier certification shows the device passed hardness testing and is conforming to specifications. The product was returned as bent/warped; however, upon inspection, the driver was found to be fractured. The device history records were previously reviewed for this lot and found conforming to requirements at the time of manufacture. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damge to the screw or driver. According to an email communication from representatives in (B)(6), surgeons do not use power when inserting screws. Additionally, they note that drive fracture typically occurs during final screw placement. The instrument had a potential field age of approximately 8 months at the time of incident with an unknown usage history. It is possible the hex drivers may have fractured due to off-axis eccentric loading or if drivers were used under power during final tightening of screws. Based on information provided, the definitive root cause of this issue cannot be established.